Manufacturer narrative:
The device was returned to zoll medical corporation and the device was found to perform to specification. Evaluation of the associated batteries returned with the device found that they were depleted. The batteries were scrapped and the customer received a replacement set. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.